Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was not able to hear well with the implant on her right side so she went in to the hospital to have it checked. Re-implantation is being considered though no date has been set.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. Additionally, an incomplete insertion during implantation surgery is noted on the irc with 2 channels out of cochlea. Furthermore, channel one was showing hi impedance whilst implanted for undetermined reasons. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user was no longer able to hear well with the implant on her right side so she went in to the hospital to have it checked. The device was explanted.